Manufacturer narrative:
Block b5 has been updated with the additional information received on june 1, 2023. Block e1: the initial reporter's contact number is (B)(6). Block h6: imdrf device code a15 captures the reportable event of ultraflex tracheobronchial stent partially deployed. Block h10: an ultraflex tracheobronchial covered stent was received for analysis; the delivery system was not returned. Visual inspection found that the stent was fully expanded. No damages were noted with the stent. Product analysis did not confirm the reported device malfunctions of stent partially deployed and shaft bent because only the stent was returned, fully expanded and no damages were noted. Moreover, the reported malfunction of the delivery system difficult to cross the lesion cannot be confirmed as it occurred during the procedure and there was no objective evidence or descriptive conditions of the reported event. Therefore, a review and analysis of all available information indicated that the most probable cause is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Block h11: correction to the initial MDR in block e4.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat an external pressure stenosis measuring 5mm in diameter and 2.5 cm in length in the right primary bronchus due to a malignant tumor during an airway stent implantation procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, there was difficulty advancing the delivery system across the lesion. The shaft bent/ bowed at the tip of the delivery system after repeated attempts of pulling the black deployment suture and the device was stuck at the bulge region. The ultraflex tracheobronchial stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another ultraflex tracheobronchial stent. There were no reported patient complications as a result of this event. The patient's condition following the procedure was reported to be stable. Additional information received on june 1, 2023. It was reported that the physician was able to deploy the stent outside the patient.

Manufacturer narrative:
Block e1: the initial reporter's contact number is (B)(6). Block h6: imdrf device code a15 captures the reportable event of ultraflex tracheobronchial stent partially deployed.

Event description:
It was reported to boston scientific corporation on april 7, 2023, that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat an external pressure stenosis measuring 5mm in diameter and 2.5 cm in length in the right primary bronchus due to a malignant tumor during an airway stent implantation procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, there was difficulty advancing the delivery system across the lesion. The shaft bent/ bowed at the tip of the delivery system after repeated attempts of pulling the black deployment suture and the device was stuck at the bulge region. The ultraflex tracheobronchial stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another ultraflex tracheobronchial stent. There were no reported patient complications as a result of this event. The patient's condition following the procedure was reported to be stable.